Event description:
Facility alleges hemolysis. Received complaint from distributor reporting the pt dialyzed for 3/12 hrs and left the unit without any apparent problems. She was admitted later the same day to the hosp with nausea, vomiting, fever, chills, and shortness of breath. A diagnosis of: r/0 sepsis was made. The blood cultures were negative, the pt's liver enzymes, ldh, and bilirubin were elevated. Md suspected mechanical hemolysis as all other potential causes of hemolysis were ruled out. Investigation of the incident revealed that there was a drop in the venous pressure and a possible kinked arterial line. Pt is still hospitalized. Last hct on 3/20/97 was 31.8. No other lab work, and no sample available.